Event description:
It has been reported to philips that the system failed to bootup. No harm has been reported to philips. A philips field service engineer (fse) inspected the system on site. The host pc was replaced, a new software license was loaded and a backup was created. The system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the host cpu turns off. Review of the log files showed host pc related issue. Upon checking fse found that issue was with host pc. The defective part was returned for analysis and cause of the defect was not concluded. However, the replacement of the new host pc swapped drive, reloading of sw and had new sw license made and creating new backup by the field service engineer has resolved the reported issue. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.